Event description:
It was reported the pt had no stimulation and was having difficulty recharging the ipg with the charging system. A replacement charging system did not resolve the issue. In addition, the pt reported he had an increased recharge burden. F/u identified the physician replaced the ipg. Further f/u identified the pt was able to recharge the new ipg, and the issues were resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.